Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a procedure, the image quality of acquisitions was grainy from the imaging system and that a frame rate error message appeared on the viewing station of the imaging system. No additional information was provided. There was no impact on patient outcome.

Manufacturer narrative:
Analysis on the suspect interface (umbilical) cable was completed. Electrical evaluation found an open between two lines on the cable. The cable passed visual inspection. This confirmed an electrical failure mode due to the open.